Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039973r, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported the patient was having issue with a cerebrospinal fluid (csf) leak and headaches. The patient was receiving morphine (concentration 30mg/ml, dose 6.046), fentanyl (concentration 380mcg/ml , dose 76.59) and droperidol (concentration 40mg/ml, dose 8.062 ) via an implanted infusion pump for non-malignant pain and failed back surgery syndrome. The patient had a previous catheter revision performed "years ago" at which point, they left an indura catheter segment in the intrathecal space. The hcp could not pull the catheter out, so they tied it off with a suture. The csf leak seemed to have been from "that part. Resutured". Surgical intervention occurred and the leak in the old catheter was found and tied off again. A seroma was seen at the pump site on the operating room table and the hcp reported this as "new". The hcp felt the csf leak and seroma were from the old catheter that had been tied off in the pocket. The segment was trimmed and retied. The event was resolved on (B)(6) 2015. Troubleshooting performed before the catheter revision was unknown. The cause of the initial catheter revision was not reported.